Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response button cover was missing and the dome switch was damaged. The cause of the inability to activate the device is the damaged dome switch. The root cause of the damaged dome switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.